Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report.follow-up # 2 (6/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/1/2013 with the following findings: the meter has passed testing. The complaint relating to this device could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.